Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that the micropore-paper tape 1x10yds w/dispenser is too strong for his skin and it causes irritation. Patient stated that he works a lot and he works outside. Patient stated that he sweats, and the paper tape irritates his skin. No rga needed. Patient will still be using the items when needed. No new order needed. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).